Manufacturer narrative:
(B)(4) date sent: 1/25/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lysis of adhesions with retroperitoneal mass excision procedure, when taking down adhesions, the device was being closed on some scar tissue and an old mesh and the surgeon was using a lot of force to close the jaws when the top jaw broke off. The broken jaw was retrieved and saved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n92j0g. The device was returned with the upper jaw detached returned. In addition, the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.